Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) determined that the issue was likely caused by the customer pressing against the top door while closing it, resulting in intermittent closed-door states due to user error. The fse advised the customer to close the door in a more level manner going forward and proactively replaced the latch as a preventive measure. All relevant tests passed in hardware test application (hta), and the customer was able to access the storage space without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, a recovery storage space error occurred each time the tower door was accessed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.